Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the user pulled back the syringe and attempted to aspirate blood after inserting the needle into the patient, air was aspirated. Therefore, he/she removed and replaced it with a new kit, but the same issue occurred in 4 kits. He/she was able to aspirate blood on the 5th kit. No harm to the patient occurred." No medical intervention required. The patient's current condition is "unknown" at this time. Associated MDR numbers include 3006425876-2024-00103, 3006425876-2024-00282, and 3006425876-2024-00283.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, four potential lot numbers were obtained from the sales history of the customer; however, two of the lot numbers were determined to be most likely based on distribution date. Two device history record reviews were performed on these lot numbers and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the user pulled back the syringe and attempted to aspirate blood after inserting the needle into the patient, air was aspirated. Therefore, he/she removed and replaced it with a new kit, but the same issue occurred in 4 kits. He/she was able to aspirate blood on the 5th kit. No harm to the patient occurred." No medical intervention required. The patient's current condition is "unknown" at this time. Associated MDR numbers include 3006425876-2024-00103, 3006425876-2024-00282, and 3006425876-2024-00283.